Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿unable to proceed¿ alert during tubing fill, and an alert consistent with a motor stall occurred; after a successful dry run pushing 165 units, the user changed all supplies and insulin delivery resumed, indicating a mechanical jam related to the motor component. Symptoms included frequent urination consistent with hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an assembly problem associated with the motor that resulted in a mechanical jam and stalled motor alerts. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.